Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient was happy with the stimulator. They had it for a week and then they had to wear a heart monitor and turn the therapy off. Yesterday they turned the therapy back on. The patient lost control of their urine yesterday during the day and then last night when the got up to go to the bathroom they couldn't make it ten steps. Agent reviewed with the patient it can take time for the body to adjust to therapy since they just turned it back on yesterday. The patient was going to monitor their symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.